Event description:
Reporter indicated the reported infection was due to a respiratory tract infection. The patient had trauma due to prolonged coughing as a result of the upper respiratory infection. There was no actual infection of the vns site noted; only erythema. No wound cultures were performed. The patient was given prophylactic antibiotics. The patient is recovering satisfactorily from the respiratory infection. All attempts for vns product information from the implanting hospital have been unsuccessful to date.

Event description:
Reporter indicated that a patient had developed a localized infection following initial vns implant surgery on (B)(6) 2013. The patient had not taken her antibiotics as prescribed postoperatively. The patient was then given a prescription for doxycycline antibiotic.attempts for additional information and vns implant information are in progress.

Manufacturer narrative:
(B)(4).

Event description:
Vns product information was obtained from the implanting hospital.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.